Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, when the surgeon injected the lens into the eye, it shot out very quickly from the injector. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the IFU. A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The product has not been received to evaluate. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).